Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mini tray had a short circuit. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 2.2 had failed. A field service engineer confirmed that the customer was able to recover the device. The customer checked the inventory in the drawer, and the drawer functioned properly. The device was tested in diagnostics. The system functioned as intended after the customer resolved the issue.